Event description:
It was reported that loose hardware on the systems leg extensions prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and tightened the hardware on the leg extensions. The system operates as intended.